Manufacturer narrative:
There are no known cultures taken to confirm presence or type of infection. The patient's medical history and pre-existing conditions were not shared with the firm and thus it is unknown if there are extenuating conditions that may have contributed to poor healing and subseqent development of infection at the incision site. Signs of infection were not noted until more than 4 months post implant, seeming to indicate that the nalu device was not likely the source of the symptoms. Insufficient information is available to draw any conclusions as to cause or source of the infection.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. During a regular follow up visit during the week of (B)(6) 2025, a nalu representative noted that the surgical incision site was not healed and appeared to possibly be infected. Patient was evaluated by the implanting physician and planned for explant. On (B)(6) 2025 the patient reached out to a nalu representative to report that the extremity being treated by nalu had developed itching, redness, and swelling. The patient was advised to contact the implanting physician. The implanting physician instructed the patient to present at the local emergency department (ed). On (B)(6) 2025 the patient was evaluated at the ed and a full system explant was performed.